Event description:
It was reported that the battery remaining in this device has reached end-of-life after less than six years of implant time. The patient was in the emergency room due to an accident. The doctor had programmed the therapy off, which is against labeling. The device remains implanted while the patient awaits an MRI. There were no adverse patient effects.